Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The physician did not suspect the infection is related to the device. The physician decided to explant the entire system due to the patient's other preexisting medical conditions.